Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on properly) has been confirmed. Upon investigation the monitor was unable to power on properly and displayed a service code 203 (pulse test fault). The cause for the failure was isolated to corrosion/contamination inside of the monitor. The root cause for the corrosion/contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor won't power on properly.